Manufacturer narrative:
The calcium reagent lot number was 790795. The reagent expiration date was requested, but not provided. The field service engineer determined the wash water quantity was too low. The flow path was decontaminated and the water volume was adjusted. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 1.86 mmol/l and it repeated as 2.45 mmol/l.